Event description:
Boston scientific crm received information that this right atrial lead exhibited impedance measurements greater than 2500 ohms. Additionally, loss of capture, orversensing and inappropriate mode switching was observed.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.